Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's representative reported "massive pain, capsular contracture baker grade iii-IV, suspected rupture and fear to alcl", later "pain, hardening, breast deformation and capsular contracture baker grade ii-iii" was confirmed via medical letter. This record is for the left side. Device was explanted.

Event description:
Patient's representative reported "massive pain, capsular contracture baker grade iii-IV, suspected rupture and fear to alcl", later "pain, hardening, breast deformation and capsular contracture baker grade ii-iii" was confirmed via medical letter. Later healthcare professional confirmed "double bubble, capsule (baker iii - IV), suspected rupture", "shell almost completely dissolved" and "small cyst". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Reason for reoperation: malposition of device.